Manufacturer narrative:
Initial report (2243969-2006-000014) regarding this case sent to the FDA on october 5, 2006. Submitting additional reports (2243969-2006-000018 & 2243969-2006-000019) for additional products potentially related to the event. Convatec is not certain as to the identity of the debris found in this patient's catheter or if any untoward medical events arose as a result of it. This event is being reported as a due diligence measure while further case investigation and debris analysis continues.

Event description:
Reported by the complainant as follows: a type of debris was discovered from the catheter of patient during operation. Although this patient rather tends to have calculus, this debris is not familiar to the doctor.